Event description:
Patient reported post treatment squares, scarring, textural changes, slight hypopigmentation. Texture under eyes worse than prior to treatment and indentation under left eye approximately 7 months after treatment. Treatment parameters were not provided at this time. Photographs were not reported at this time.